Event description:
Caller reports lancet protrudes beyond the drum of the multiclix. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device however the drum was discarded.

Manufacturer narrative:
The event occurred in (B)(4).